Manufacturer narrative:
B3 - updated date of event to (B)(6) 2018.

Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. (B)(4). The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported. (B)(4).

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2017, this patient underwent urgent treatment of a thoracic rupture. The primary rupture was in zone 4, and extended to zone 5. The tevar indication was for rupture and pain. A conformable gore® tag® thoracic endoprosthesis was implanted and the primary entry tear was covered. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 35mm, zone not identified. The patient had a spinal drain placed during pre-op and was transferred to the intensive care unit and discharged to and went home post-operative day (pod) 2. The patient was sent home with a prophylactic medication. On pod 577, aortic enlargement was identified. Amount of enlargement was not reported. The false lumen within the treated aorta was thrombosed. No treatment was reported to gore. The cause of the aortic enlargement was not reported to gore.